Event description:
It was reported that patient underwent a knee revision approximately thirty-four (34) months post-implantation due to the surgeon being concerned about the incorrect products being implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: zimmer segmental system femoral hinge service kit xt size c catalog#: 00585007113 lot#: 63671960. Unknown rotating hinge knee femoral stem catalog#: ni lot#: ni. Unknown rotating hinge knee femoral catalog#: ni lot#: ni. Unknown rotating hinge knee tibial tray catalog#: ni lot#: ni. Unknown rotating hinge knee tibial tray stem catalog#: ni lot#: ni. G2 foreign source: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: visual examination of the returned products identified the devices exhibit signs of use, nicks, gouges, scratches, wear and confirmed the hinge post is fractured, all pieces were returned. Dimensional analysis of the product determined that the products, where measured, were conforming to print specifications. The hinge post was submitted for further analysis. Analysis determined: optical images of the fracture surface exhibited beach marks faint ratchet marks artifacts, suggesting that the device possibly fractured due to fatigue mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee revision approximately thirty-four (34) months post-implantation due to the hinge post fracturing. Additionally, the surgeon was concerned that the incorrect products were implanted at a previous procedure. Attempts have been made and no further information has been provided.